Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 456 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was actively on at the time of high blood glucose event. The customer stated that the symptoms related to high blood glucose such vomiting. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information related to auto mode that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. (B)(4).

Event description:
It was stated that auto mode feature was not active at the time of high blood glucose event.